Event description:
Event description guidant received information that this atrial lead had and impedance greater than 2500 ohms in both unipolar and bipolar configurations. At the last follow up it was 780 ohms. The daily measurements show that, towards the end of december, the impedance jumped to greater than 2500. The p waves changed from 3.7mv at the last measurement to 1.6mv now. The threshold also increased from 1 volt to 3 volts.